Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
As per dealer the motor runs but no movement. The patient does need the tilt to elevate pressure.